Manufacturer narrative:
(B)(4). Single reporter exemption #: e2015028. The importer report number used for this report was generated from the importer registration number, current year, and a sequential number that matches the manufacturer report number. Importer became aware of the event by the user facility medwatch report # (B)(4). Investigation result: investigation of device could not be conducted since it was not returned. Lot history record review: lot history review revealed no anomaly relating to the reported event. One similar case ((B)(4), same facility) had been reported, and it was concluded that breakage was due to rotational force applied during manipulation and there was no anomaly in product quality. Based on the obtained information, it is presumed that rotational force and/or pushing-pulling force exceeding the product's design limit was inadvertently given to the microcatheter while the distal portion of the microcatheter tip had been temporally trapped by the target lesion or the vessel. The IFU states that: [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulation, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damages to this microcatheter and damage the blood vessel.); and, [malfunctions and adverse effects] separation.

Event description:
Reportedly, the caravel 135 cm microcatheter fractured at the distal tip during percutaneous coronary intervention of mid right coronary artery. The tip of the microcatheter advanced downstream to a terminal plv branch <0.5 mm vessel. This was felt to not pose and acute or sub-acute risk warranting retrieval with a snare.